Event description:
Device 1 of 4. Reference MFR report #s: 1627487-2014-00364, 1627487-2014-00365 and 167487-2014-00366. The patient's (B)(6) peripheral nerve stimulation system for lower back pain (off-label) consists of four percutaneous leads from two different lots, two extensions and an ipg. It was reported the patient is not receiving effective stimulation coverage. In addition, it was reported the patient experiences a stabbing pain regardless of the stimulation's use. The discomfort is reportedly worse when the patient is walking. A diagnostic test found a low impedance reading for one lead contact. The patient recently had his nerve endings burned which is said to have helped the pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.